Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel of the upper arm. A 5.5-2/4t/90 symmetry balloon catheter was advanced for dilatation. However, during the 3rd inflation at 10 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.